Event description:
It was reported that final x-ray shots revealed one of the top screws slightly angulated to the disliking of the surgeon. This prompted the surgeon to want to revise screw which was already final tightened. While attempting to extract the screw, the inner shaft of the revision driver appeared to break off inside the screw, a slight snap appeared to have occurred followed by repeated failures of engaging additional draw rods. I asked the surgeon if he felt a snap, or any sort of tactile response that the draw rod broke.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, results, and conclusion codes will be made available following engineering evaluation.